Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right ventricular lead exhibited 500 episodes of high amplitude noise causing pacing inhibition. The noise was recreated with isometric exercising. It was also noted that the patient would experience occasional mild dizziness. No intervention was performed. The patient was in stable condition.